Manufacturer narrative:
Initial and final (B)(4) - device 1 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced kinked cannula events on (B)(6) 2024. The blood glucose level of the patient ranged between 350 to 380 mg/dl which the patient tried to treat with correction bolus via pump. Also, the patient had high ketones. The patient was admitted to emergency room where the patient received fluids and insulin. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-00209. Correction: this MDR is being submitted to correct the submitted expiration date under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - the information in this complaint (B)(4) according to reference results complaint is (B)(4) has been evaluated. The batch 6007344 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the code soft cannula found kinked upon removal from infusion site. Complaint investigations. 1 used cannula was provided for investigation, also the reference samples from the lot have been requested. The following tests were performed: visual test according to wi version 3, the returned sample does not test passed, one set with soft cannula was found kinked at the tip. Functional test: underwater flow, according to wi version 2, the returned sample, test passed reference samples tests results: on the visual inspection according to wi version 3, was performed and 10/10 samples passed the test. On the functional air flow test, according to wi version 2 was performed and 5/5 samples passed the test five reference samples were not able to be test for flow due to the samples were used in a special investigation under corrective and preventive action (CAPA). A batch record review was conducted resulting in the following: packaging lot: the 6007344 was manufactured according to the wi version 114 manufactured in the line inset 7, on 27/may/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related process had been fulfilled and met the requirements. No deviation were identified, nor maintenance events were recorded. Trending: a query was run in database on 29-apr-2025 against malfunction code soft cannula found kinked upon removal from infusion site and lot 6007344 and four other complaints has been registered in database for the same lot 6007344 and malfunction code. A query was run in database on 30/may/2025 against malfunction code soft cannula found kinked upon removal from infusion site and lot 6007344 and 6 complaints has been registered in database for the same lot 6007344 and malfunction code. Conclusion summary of the related event: this is a complaint which is being addressed as part of a CAPA: "autosoft 90, kinked soft cannula issues which has been opened as a result of trending activities. This complaint is a reportable with valid lot number/product code. CAPA determination results: this complaint falls under the scope of the CAPA: "autosoft 90, kinked soft cannula issues" and will cover inset I (autosoft xc dhf-13.8 & 13.13) and inset ii (autosoft 90 dhf-14 and 14.3) products. Root cause of problem: the root cause has been identified as: method, manpower, measurement, machine: corrective action as a result of the investigation: the action plan and deadlines is as followed: the following actions were already implemented in the non-conformance (nc) 1. Include the defect in document (B)(4) (work instruction inset line) 2. Improve guards of the conveyors 3. Update trays for the stock of cannulas 4. Update document (B)(4) (quality specification for catheter fixture for skewed catheters) for include the handling of the catheter during the process. 5. Update the document (B)(4) (work instruction inset line) to include the preventive actions implemented in the process (trays). A remaining action (to address design root cause) and deadlines is as followed: add cylinders to the lid to maintain in position the needle and cannula during transportation and prior use (database (B)(4)- 30/sep/2025).

Event description:
To date no additional patient or event details have been received.